Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, a helical blade coupling screw and a stepped drill bit broke during a trochanteric nailing to correct a pathologic femur fracture. The patient's dense bone is reported to have caused the drill bit breakage. The connecting screw is reported broken as a result of the blow of the mallet. No surgical delay and no advers effect to the patient was reported. The procedure was successfully completed. This complaint involves one coupling screw and one drill bit. This is report 2 of 2 for the same event, complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.